Event description:
Customer reported questioning three sars-cov-2 tma samples run on two panther instruments, sn (B)(4) and (B)(4). Two samples were discrepant, while the third was positive when it was expected to be negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic field service engineer (fse) reviewed logs and found no hardware issues or signs of an instrument contamination issue because the questionable positive results occurred on two instruments. It appeared to be an environmental contamination issue. Customer did a full decontamination of all the work areas and performed a monthly maintenance on the instruments. The environmental testing before and during this time has been negative. Fse advised customer on improvements to cleanliness and workflow to avoid future contamination events. The site was monitored and reported no further issues. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.